Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the surgeon was preparing to use a reload during a lower anterior resection. The reinforcement material, the neoveil sheet on the cartridge side, detached upon attempting initial firing. The surgeon decided to continue using the reload. Before firing, the surgeon had difficulty clamping the tissue with the cartridge articulated for one stage. The surgeon needed to apply a lot of force but somehow managed to clamp the tissue. Then, he pressed the green button and started squeezing the handle. In the middle of the squeezing handle, the device made a crack sound and stopped firing. Surgeon noted that the tissue worked on was not thick or hard particularly. To correct the problem, a new handle and reload of other manufacturer were opened. The last known patient status is good. There was additional unanticipated tissue resection and tissue damage. No other adverse events were reported.

Manufacturer narrative:
(B)(4) - evaluation summary - post market vigilance (pmv) led an evaluation of one stapler and reload. Initial visual inspection of the instrument found no abnormalities. Visual inspection of the cartridge revealed that the reload was partially fired and the anvil clamping mechanism was deformed. Functionally, the instrument was loaded with post market vigilance (pmv) representative reloads. During the firing cycle, a skip was audible in the firing stroke. An access hole was cut into the instrument body for visualization of the firing rack. This examination noted sheared teeth on the firing rack. The reload was loaded into a post market vigilance (pmv) instrument for functional testing and applied to test media. The interlock was overridden and all remaining staples were placed and test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. A review of the device history records could not be performed because the lot numbers were not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. A review of complaint data reveals no trend for a device related failure for this condition. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
(B)(4). The product has been returned and investigation is currently pending. Once the investigation has been completed, a supplemental will be submitted with the result findings.